Manufacturer narrative:
Correction to initial MDR: g3 changed from (B)(6) 2022 to (B)(6) 2022.

Manufacturer narrative:
The product and other information have been requested multiple times. No responses have been supplied. Due to the lack of information provided by customer, no causal factors can be determined and no conclusions can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 040621-012. No corrective action required.

Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported that a patient experienced bumps on the side of the face following a thermage treatment. An available picture was reviewed. Post inflammatory hyperpigmented areas are scattered over the cheek and temporal area.